Event description:
Based on a review of medical records received by the pt's attorney: (B)(6) 2003 - repair of recurrent ventral hernia with composix e/x mesh. From (B)(6) 2004 - hosp admission for complication of chronic obstructive pulmonary disorder. On (B)(6) 2004 - left heart catheterization, left ventriculogram, selective coronary angiogram. On (B)(6) 2005 - removal of dislocated composix e/x mesh from recurrent ventral hernia, adhesiolysis and repair with hernia with composix kugel mesh. On (B)(6) 2007 - repair of recurrent ventral hernia with composix e/x mesh, major lysis of small and large bowel adhesions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a hernia recurrence and adhesions, which are listed as possible adverse reactions in the product's instructions for use. It was reported that the mesh had "dislocated." The IFU also states, "to ensure a strong repair, sutures or tacks should be placed at least 0.5 cm inside the outermost row of stitching. Suturing or tacking on sealed edge of mesh alone is not recommended. No sample has been returned, therefore no device eval could be performed. Without additional info, no conclusion can be drawn. The composix kugel implanted on (B)(6) 2005 were reported to the FDA under rae (B)(4).